Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the impedance of the left ventricular (lv) lead had gone high recently. The capture threshold had also increased significantly to high levels in some vectors, and there was no capture in other configurations. The patient also experienced phrenic nerve stimulation. It was decided to leave the lead in use. No patient complications have been reported as a result of this event.